Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was lead warning for undefined high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The doctor programmed the svc lead impedance warning alerts to off. The lead remains in use. No patient complications have been reported as a result of this event.